Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was freezing up following the interrogation of a pt's pulse generator. Troubleshooting via a hard reset of the programming handheld successfully resolved the issue. The handheld will not be returned to MFR.